Manufacturer narrative:
(B)(6). Follow up MDR for device evaluation/correction: correction: following submission of initial MDR, it was identified the incorrect annex e and annex f codes were submitted. Annex e and annex f codes updated to reflect no patient harm as reported. Device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot: 2405506, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues related to the reported incident were identified during manufacturing. Three retained samples of the reported lot were used for additional evaluation. All products were inspected, no damage or other defects were observed on any of the devices. Functional testing was completed in attempt to recreate the reported incident. A syringe filled with liquid was assembled onto an IV set with a connector attached. Liquid was able to move from the syringe through the IV line without issue. Testing was completed with the clamp of the IV line both open and closed, in all instances there was no leakage observed and no disconnection of the membrane occurred. Back pressure testing is performed during manufacturing to verify the pressure the membrane can withstand. This testing was performed on the retained samples and verified product met required specification. Based on the available information and our quality team's investigation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 515070 batch number#: 2405506 it was reported by customer that the connector piece seemed to leak when the port needle was flushed. Verbatim#: the connector piece seemed to leak when the port needle was flushed. 29oct2024: dchu spoke with rep vial telephone to further review open complaints for this facility and give an overview of the issue experienced. It was explained that when priming, the membrane of the connector could be observed "pulsing or popping". They have chanced their practice to attach the needless connector, prime , then add the connector to the y-site. Rep can only replicate this instance when attempting to prime while the clamp on the line is closed, issue does not occur when the clamp is open. No samples for initial event. No patient harm. Polc

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515070. Batch number#: 2405506. It was reported by customer that the connector piece seemed to leak when the port needle was flushed. Verbatim#: the connector piece seemed to leak when the port needle was flushed.